Event description:
The needle way inserted using the correct technique in the correct site in the tibia. The resuscitation was successful. When attempts were made to remove the needle, the pink hub became detached from the metal cannula, leaving the needle in the pt's leg. The needle had to be removed using a wrench.